Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 400 mg/dl. Customer's other blood glucose value was 569 mg/dl, 526 mg/dl. The customer was treated with insulin pump and manual injections. Troubleshooting was performed and the insulin exited the tubing of the infusion set while priming. Troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned for the analysis.